Event description:
It was reported to philips that the device failed to boot. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed the reported problem. During troubleshooting, the fse discovered that the screens in the control room remain black when the system is on. The fse confirmed that the host pc's cmos (complementary metal oxide semiconductor) battery was faulty and replaced it. After the replacement, the system was returned to use in good working order.